Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad), and one controller were not returned for evaluation. A review of the vad's manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline cable strain relief. As a result, the reported driveline cable strain relief damage event was confirmed. Additionally, the visual evidence revealed discoloration of the outer sheath of the driveline cable. A driveline strain relief repair was performed to mitigate the reported driveline condition. Review of the alarm log file did not reveal any alarms within the analyzed period. Review of the controller log files revealed a con troller power up event with associated pump start event logged on (B)(6) 2021 at 21:39:08. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 26% relative state of charge (rsoc) and another battery was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that a third battery was connected to power port (1) and a fourth battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. A controller loss of power event will result in the pump stopping. As a result, the reported loss of power event was confirmed; it is likely the loss of power is related to the reported vad stop event. Based on historical review of similar events, the most likely root cause of the reported driveline strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the observed driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Additional products: d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that servicing was performed on the driveline. New sheath repair tape was applied to the strain relief where it was split in half approximately one half inch from the nut. Tape was applied down until one inch beyond the strain relief and back up to the start of the damage. The area of the driveline strain relief/sheath area was cleaned with gauze prior to taping.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-jun-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2017, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable strain relief was torn. The strain relief was temporarily taped until the patient can make it to the clinic for a full sheath repair. It was also observed that the controller had an unexpected loss of power with an associated vad stop. The vad and controller remain in use. No patient complications have been reported as a result of this event.